Manufacturer narrative:
The insulin pump alarmed for a history error due to corrupted history file. The carelink pro was unable to download due to the corrupted history file. The insulin pump passed the self test and restart error test and no error alarms were noted. The insulin pump had minor scratches on the display window, cracked case near the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for multiple reasons on one day. Insulin pump will be returned for analysis. Nothing further reported.